Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm. Model#: sc-1110-02, serial #: (B)(4), description:precision implantable pulse generator (ipg). The returned ipg sc-1110-02/(B)(4) and lead sc-2218-50/(B)(4) were analyzed and no anomalies were found. Sc-2218-50/(B)(4) : electrodes #2 and #3 were fractured in the distal array. The latest setting utilized the e#2. There are no exposed cables. The cause of the fractured cables couldn't be determined.

Event description:
A report was received that the patient had lead migration and inadequate stimulation. It was also noted that the leads were fractured and patient had difficulty holding charge. The patient underwent a revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively.